Event description:
It was reported that during a rectum resection procedure, the device would not fire after several attempts. After attempting to fire the device the surgeon could not remove the device from the bowel. The procedure was converted to an open procedure to remove the device and complete the anastomosis. The anastomosis was controlled only by visual inspection not by a blue-probe. On the 6. Post-operative day the patient developed chills and fever as the first sign of a peritonitis. The relaparotomy showed necrotic tissue in the anastomotic area with a large (approx 1/3 of the circumference) anastomotic insufficency. The surgeon assumed that this was due to hypoperfusion. A hartmann operation was performed and daily lavages were continued for eight days post-operatively. The patient has suffered from cardiac ischemia and now has developed fever again, this time probably due to pulmonary complications.